Event description:
One pt sample with discrepant troponin t results. Initial result on 3 hours specimen gave 0.209 ng/ml; repeat gave < 0.010 ng/ml. Initial result was reported. Patient not adversely affected. Customer refused field service dispatch for investigation. If additional info is rec'd, appropriate notification will be provided.